Event description:
It was reported that the right atrial lead had low impedance, no sensing and no capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. The inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. There was blood on the proximal conductor of the lead and it was not obstructed. There was blood on the distal conductor of the lead and it was obstructed. The helix of the lead was extrinsically compressed. The inner insulation of the lead developed cosmetic (mio) metal ion oxidation while in vivo. A cosmetic white substance that developed in vivo on the outer insulation of the lead was observed. The outer insulation of the lead developed a cosmetic depression while in vivo. The outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.